Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the device. The issue did not recur, allowing the customer to continue using the pump, and the caller was advised to contact support again if a malfunction code reappeared.